Event description:
Keeps on looping back to "pair new transmitter".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Keeps on looping back to "pair new transmitter".